Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location'), pelvic pain ('pelvic pain/ pain'), seizure ('seizures') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines") and headache ("headaches"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, seizure, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, seizure, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepant information: insertion dates- (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Patient demographics updated. Essure insertion date updated. Lab data added. Events : migration of essure device, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions, migraines / headaches, seizures, dysmenorrhea (cramping) were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.